Event description:
It was reported that, while in use on a patient, this 980 ventilator ¿shut down¿. The patient was removed from the ventilator and placed on an alternate ventilator. It was additionally reported that the patient was in poor health and died later due to their "serious condition". The hospital staff reported that the ventilator did not cause or contribute to the patient death.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received to date. It was reported that, while in use on a patient, this 980 ventilator ¿shut down¿. The device was available for evaluation. The medtronic service engineer (se) inspected the device and replaced the direct current (dc) to dc printed circuit board (pcb). The ventilator passed all testing per manufacturer specifications at the time of service. The potential cause of the event was isolated in the field to the dc to dc pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.